Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Report - undersensing/not sensing (asynchronous): programmer s2d file (B)(4) shows undersensing with 30 - episodes for asystole of various duration from 3 seconds to 10 minutes and 55 seconds between (B)(6) 2012 21:51:59 and (B)(6) 2012 21:01:45.

Event description:
It was reported that oversensing and undersensing episodes of asystole and ventricular refractory episodes were noted. Further follow up information provided that the episodes were due to a loose pocket that required more time to heal. The device remains in use. No patient complications have been reported as a result of this event.